Event description:
Routine complaint investigation identifies a false low blood glucose reading. The user allegedly compared their capillary blood glucose results with a lab reference device. The details of the sys used by the customer are not known. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.